Event description:
It was reported that the patient presented for in-clinic follow up. An echocardiogram revealed that the patient experienced worsening heart failure with reduced ejection fraction. A device interrogation found that the left ventricular (lv) lead exhibited high capture threshold. Fluoroscopy revealed that the lead was in the optimal position. However, it was decided that the patient required a different treatment modality. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2025. The patient was discharged.